Event description:
During manufacturer review of a vns patient's programming history, it was noted a generator diagnostics test was performed in an office setting on (B)(6) 2010. Performing a generator diagnostics test will reset the output current to 0, disabling the vns. There is no programming history after the generator diagnostics were performed to indicate the settings were changed back to intended settings on (B)(6) 2010. The generator diagnostics test is only to be performed during initial surgical implant of the vns in the operating room. Attempts for additional programming history are in progress.

Manufacturer narrative:
Analysis of programming history.